Event description:
There is leakage in polyflux 14 s during treatment. No additional info available. No medical intervention.

Manufacturer narrative:
No failure could be detected. The root cause of this event cannot be determined. No further info is expected for this specific event and the case is considered closed.